Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a drastic drop in battery voltage was observed. Replacing the device was suggested due to the unexplained drop in voltage. Further information notes that the device was explanted due to premature battery depletion. The patient was stable and device will be returned.